Event description:
The screws that attached the fall protection plexi-glass end on an infant scale are stripping out. A sibling of a pt in the pediatrics clinic was seen with the screws in his hand. Potential choking and fall hazard. Medical maintenance inspected all the infant scales in our facility out of the 11 scales medical maintenance identified and repaired on the spot 10 scales. Dates of use: (B)(6) 2008 to present.